Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation surgery for left proximal humeral shaft fracture with the drill bit in question. When the surgeon drilled, the drill bit interfered with the nail. The surgeon tried to insert the nail by hammering the drill bit, but the nail was not inserted properly. When the surgeon tried to remove the drill bit, the drill bit was broken, and it remained in the patient¿s body. The surgeon tried to remove the drill bit but was unsuccessful. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - nails: tibial. This is report 2 of 3 for (B)(4).